Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a fall and lost a large amount of weight, and pocket site pain developed. As a result, surgery occurred in which the pocket site was revised, and the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Conclusion: the report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. During analysis of the returned ipg no anomalies were identified that would have contributed to the reported issue. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The ipg pocket site was relocated during the revision which, resolved the discomfort issue. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.